Event description:
It was reported that the right ventricular [rv] lead impedance increased and became high. It was also reported that the threshold measurements increased and noise was seen on stored episodes. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.